Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months. Through follow-up with the health-care provider, it was learned that the valve was explanted due to tricuspid regurgitation with calcification. It was also noted that this event was due to patient related factors and not a device malfunction. No other details were provided.

Manufacturer narrative:
Copies of the patient's medical records were received. Per the op reports, the patient had this valve initially placed for tricuspid valve endocarditis. However, the patient had recurrent endocarditis of her tricuspid valve. On (B)(6) 2012, the patient had resection of the endocarditis. Large vegetations were found on the valve, which seemed to be stenotic. Careful dissection was performed around the valve in order to explant it. After this, severe aortic valve regurgitation by hemodynamics and intraop echo was noted. On (B)(6) 2012, the patient underwent redo-aortic valve replacement with another edwards bioprosthetic valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was discarded by the hospital; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the regurgitation was likely caused by the reported calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.